Event description:
It was reported, the patient had a lead fragment remaining in them. Only once contact was visible on radiography. The lead had been damaged during system explant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v368682, implanted: 2010 (B)(6); product type lead. (B)(4).